Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During procedure, transient st elevations were noticed. Although no air was seen, physicians concluded that the event was likely due to air introduction. Device preparation occurred without any issues. During implant system (is) insertion, when the implant was advanced out of the gs, st elevations were noticed. There was no change in blood pressure, and no air was observed. Echocardiographer did not notice any unusual amount of bubbles or air deposits during procedure. It was not identified the exact moment the st elevations started, so the potential air introduction could have occurred earlier in the procedure. St elevations were transient and stopped after 3-5 minutes, recovering sinus rhythm. No medication or treatment were required. The perceived root cause of the event was potential air introduction into the patient. The pascal ace was correctly implanted, and final mr (mitral regurgitation) was mild. Patient was in stable condition post procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional h6 type of investigation code: labelling review h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with empirical evidence based on information provided. Potential root causes for the presence of air may include: air from an alternative non-pascal device, omission of a flushing/de-airing step and/or improper stopcock/syringe technique. However, a true root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.